Event description:
It was reported that the balloon ruptured. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 99 percent stenosed lesion. A rotapro and an nc emerge mr, ous 5.00mm x 8mm were being used for treatment. During the post-inflation part of the procedure, the nc emerge balloon was inflated to 15 atmospheres, then up to 18 atmospheres. When inflated to 18 atmospheres, the balloon material ruptured. The device was completely removed from the patient, and a similar device was used to successfully complete the procedure. No patient complications resulted due to this event.